Event description:
Customer reported, the system is displaying moving stars instead of images during fluoro. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and ordered a new high voltage cable. Customer replaced cable. System operates as intended.